Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallstent biliary uncovered stent (10x60) was implanted in a patient with a malignant biliary tumor obstruction during a cholangio with stent placement procedure performed on (B)(6) 2018. According to the complainant, on (B)(6) 2018, the patient was again admitted to the hospital with jaundice and a family member reported concern that it was possibly due to obstruction. A cholangiography was performed and confirmed a stenosis in the distal portion of the stent near the papilla. The stent was noted to remain implanted, another wallstent biliary (10x80) was implanted and there was drainage noted again. The patient was reported to be in stable condition.